Event description:
Elderly female burn patient with grease burns to lower extremities. Dermatome was being used to harvest tissue from left thigh. The dermatome took a thick chunk of skin rather than a thin slice.